Event description:
The customer reported that a patient death occurred and that the staff were not immediately aware of or were possibly not responding to alarms that occurred.

Manufacturer narrative:
The customer reported that a patient death occurred that the staff were not immediately aware of or were possibly not responding to alarms that occurred. Though the customer originally stated the device was not a factor and the issue involved only data loss, based on a conversation with the customer, it was determined that staff were not aware of or were possibly not responding to alarms, the patient was having leading up to the incident. Therefore, we will consider that staff were not immediately aware of and did not immediately respond to changes in the patient's condition. The customer reported that the system is working properly. Philips is in the process of obtaining additional information regarding the issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed.